Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced hypoglycemia. The customer's blood glucose level was 49 mg/dl at the time of the incident and the customer suspend the insulin delivery on the insulin pump and had two sachets of sugar in water. The customer reported that the insulin pump was in auto mode for almost two weeks. The first week was fine but the second week was not that good especially the last 2 days and the customer were having hypoglycemia during the night. It was reported that when the customer went to bed around 10 hrs. Their blood glucose was 143 mg/dl and around 12 hrs.; the insulin pump started to alarm that the sensor glucose was low. The sensor glucose levels started to go up after the treatment. The blood glucose was 80 mg/dl so the customer resumed the insulin delivery but again the insulin pump started to alarm that the sensor glucose was low. The customer checked the blood glucose and was 48 mg/dl. The customer suspended the insulin delivery again and had a chocolate milkshake and waited and around 4.00hrs. The customer resumed the insulin and eventually the blood glucose increased 110 mg/dl. The customer was ok now. The insulin pump was in auto mode at the time of the incident. The device will not be returned for analysis.